Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system would not power on. No further information regarding the issue has been provided. No service has been performed by philips since the quotation was not accepted by the customer and the issue was resolved by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not power on. The system was outside of clinical use at the time of the reported event, no harm was reported to philips. Philips has started an investigation of this complaint.